Event description:
Fourteen days post index procedure, the patient suddenly passed away at home. It was also noted that the patient experienced angina pectoris. The clinical details are unknown. The evidence of stent thrombosis is likely. The patient had a target lesion in the proximal left anterior descending branch. It was a 90% lesion that was type b2, eccentric, de novo, and moderately tortuous. The lesion had a length of 16mm and a vessel diameter of 3mm. Timi flow pre and post procedure was 3. In 2006, the patient had a 3.0 x 18mm cypher select plus implanted at 20atms and a 3.5 x 8mm cypher select plus implanted at 14atms in the proximal left anterior descending branch. The stents were overlapping.

Manufacturer narrative:
Please note: this ous cypher select plus sirolimus-eluting coronary stent is distributed outside of the united states. However, it is similar to the united states cypher sirolimus-eluting coronary stent. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 9616099-2007-01170 and 9616099-2007-01171. Additional information will be submitted upon 30 days of receipt.